Manufacturer narrative:
(B)(4). The device is has been received and the investigation is on going at this time. A follow up report will be submitted when the inspection results become available. (B)(4).

Event description:
As reported by the user facility (translation of user facility): no air alarm: according to customer information, the device did not alert an air alarm.